Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). A photographic inspection was performed based on the pictures received from the client. The pictures show the loading device, delivery device and the aortic cutter. The seal can be seen through the window of the loading device. The aortic cutter appeared unused. The other picture shows the device label. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The delivery device was returned outside of the loading device. The seal and tension spring assembly remained inside the loading device. The seal can be seen from the window of the loading device. Blood stains can be seen on the external part of the loading device. The blue lock on the delivery device was observed to be engaged and the plunger un pressed. The seal was pulled out from the loading device for inspection. The seal appeared intact. Although the client reported that the tether was separated, the tether remained uncut and attached to the seal assembly. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.197 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure fitting problem was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm tether string separated when the delivery device was disconnected. There was no patient blood loss. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm tether string separated when the delivery device was disconnected. There was no patient blood loss. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.